Event description:
Summary: based on complaint report, a third-party manufacturers power supply unit (psu) connected to a zebra printer demonstrated the potential to cause user harm. Customer complaint record reported the event as follows: fire at the plug (psu) of zebra printer. No direct or indirect patient harm or user harm has been reported.